Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 plant investigation: the fill valve was returned to fresenius. Fresenius returned the complaint sample to the manufacturer, and the manufacturer completed an investigation and provided the results. The manufacturer noted a strong residual odor of burning on the returned sample. Visible indications of thermal damage were also found to the coil. A burn mark was noted on the epoxy of the coil as well as a crack. The complaint sample was tested and electrical values also indicate that damage was sustained. The investigation into the complaint was able to confirm the reported event.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the fill valve and the control console were returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned fill valve confirmed thermal damage and a crack to the valve casing. An exterior and an internal inspection of the control console revealed no damage. The rinse fill operation failed when the control console was attached to the test fixture. The fill valve relay also failed to function when the return control consoles display board was tested with a display board test fixture. The problem was resolved by replacing k1. The investigation into the complaint was able to confirm the reported event.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fill valve and control panel were replaced . A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt damage to the fill valve. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer was producing smoke along with a burning smell. A fresenius field service technician (fst) was called onsite to evaluate the machine. Upon closer inspection, burn damage was found to the fill valve along with the casing for the drain valve located next to it. There was no harm to any patients or individuals because of this malfunction. It was confirmed that the part are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt fill valve. The biomed replaced the fill valve and the control panel, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.